Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ 20 ml syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, the reported defect was unable to be fully investigated, therefore a root cause could not be determined. Although the defect was not confirmed for this instance, a recent investigation with a similar complaint for this product found the particles to be composed of lubricant from the syringe barrel. Without the sample for evaluation, the reported defect cannot be verified. Investigation conclusion: not able to determine. Possible minor plastic flakes coming from the own syring in the barrel.

Event description:
It was reported with the use of the bd¿ 20 ml syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported with the use of the bd 20 ml syringe with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.